Event description:
A (B)(6) male patient underwent a peripheral angiogram with intervention/atherectomy on (B)(6) 2015. The physician was holding the puncture site while the tech was removing the catheter. The patient had good blood flow retention. Three quarters of the sheath removed smoothly, then the device jumped and the sheath broke off inside of the patient. The plastic outer sheath came out but the coils stayed inside of the patient. The physician attempted to salvage the case by inserting a wire guide over the sheath an then entered with a 3.5 bard balloon. Inflated the balloon for hemostasis. The physician was attempting to go upstream to remove the broken piece but was unsuccessful. The 3.5 bard balloon stuck in the patient. The physician then went back in with a second balloon and was unsuccessful. This balloon was able to be removed. The facility called 911 as they are not affiliated with the local hospital. The patient was transported to the local hospital and vascular surgery removed the broken part of sheath and coils. The hospital then sent the removed broken piece to their pathology department. On (B)(6) 2015 it was confirmed that the patient was released from the hospital to go home.

Manufacturer narrative:
(B)(4). The event is currently under investigation.